Event description:
It was reported that the handpiece overheated. At this time, it is unk if there was pt involvement or adverse consequences associated with this event. Multiple attempts to gather additional info were unsuccessful.

Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, corrosion was found throughout the handpiece. The rotor and motor were replaced, along with other components.